Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The caller reported the ins has not worked in years. No symptoms were reported. Additional information received from the consumer reported that their device worked great during the trial, but never worked great after that. The patient wasn¿t sure if the issue was with the device or the programming. The patient stated that it was found after an MRI that their one lead had fallen down and was not working properly as it wasn¿t in the proper position. Surgery was scheduled for (B)(6) 2025 to remove the wires and put in a paddle lead.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.